Manufacturer narrative:
Concomitant medical products: boston scientific jagwire wire guide, unknown model. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved could not be reviewed because a lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During multiple endoscopic retrograde cholangiopancreatography (ercp), the physician used multiple cook fusion omni-tome sphincterotomes. The physician states that they have been experiencing the same issue quite frequently. The physician passed the sphincterotome down the endoscope and when it came out the endoscope, the orientation was off to the left or 9 o'clock [incorrect cutting wire orientation]. He pulled the sphincterotome out of the endoscope to inspect it and said the tip was all deformed. He re-shaped it and put it down the endoscope again and [this] seems to improve the orientation enough so he can continue with procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.